Manufacturer narrative:
(B)(6).

Event description:
It was reported stent damage occurred. The 80% stenosed target lesion was located in the non-tortuous and non-calcified right coronary artery. Following pre-dilatation with a 3.5x20 nc emerge balloon catheter, a 5.00 x 28mm synergy drug eluting stent was selected for use. However, upon removal from the hoop, it was noted that the distal stent edge and struts appeared to be damaged. The technician noted that the struts were sticking up and not smooth on the delivery system. The stent was not advanced into the guide catheter or loaded into wire and was replaced another of the same device. The procedure was completed and there were no patient complications reported.

Manufacturer narrative:
E1- initial reporter address 1: (B)(6). Device evaluated by MFR.: synergy ii us mr 5.00 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage. The struts along the mid-section and distal end were lifted and pulled distally. The undamaged crimped stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported stent damage occurred. The 80% stenosed target lesion was located in the non-tortuous and non-calcified right coronary artery. Following pre-dilatation with a 3.5x20 nc emerge balloon catheter, a 5.00 x 28mm synergy drug eluting stent was selected for use. However, upon removal from the hoop, it was noted that the distal stent edge and struts appeared to be damaged. The technician noted that the struts were sticking up and not smooth on the delivery system. The stent was not advanced into the guide catheter or loaded into wire and was replaced another of the same device. The procedure was completed and there were no patient complications reported.